Event description:
Customer reported via phone call that there was an occlusion associated with the device. Customer indicates that their blood glucose readings were okay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.